Event description:
Customer reported the insulin pump was not registering his bolus on the device. Also it doesn't register when he gives himself a manual injection. Customer stated he was unable to see the manual bolus. Call was disconnected. Customer called back and stated the blouse would show up and others it didn't. Customer stated there was a delivery anomaly. Customer does not use a linked meter. Customer's blood glucose was 202 mg/dl. Customer stated they forgot to fill the cannula after removing the introducer needle. Boluses were not showing up in bolus history. Customer was unsure why blouse was not recorded. The device wasn't worn trough an MRI. Displacement test was performed and device passed. Customer was not sure if the device was working properly but will monitor the device and call back if issues persisted. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.